Event description:
Cath lab room #1 (newly updated pdm [product data management] with cables replaced as of spring) merge system not working: staff checked function of room prior to bringing patient in for procedure. Upon entering with patient, error occurred, and hemodynamic screen went down. Team notified appropriate channels. Procedure had not started. Pdm disconnected, hemodynamics screen on working station and on monitors in procedure room were blank. Rebooted at working station and pdm was re-started. Spoke with [redacted] from merge and [redacted] from biomed came in to assist. Biomed was able to get the hemodynamics back on all screens. Patient was on the table throughout this process, and the system failure caused a 45 min delay in starting our case.